Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injected with juvéderm® volux¿ in the jawline and a full face of fillers. After a couple of weeks, a little lumpiness appeared in the jawline. Patient advised to massage a little. Four months later, lump is a lot bigger that is tenderness, throbbing and swelling; suspecting a granuloma. Biopsy was not provided.